Event description:
The pt was implanted with a smooth saline on 3/22/96. On 7/26/96 the physician noted that the pt valve prosthesis along with the seam of the device was palpable. No add'l info regarding this occurrence the physician noted is available at this time.